Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range impedance meaurements, noise and loss of capture at maximum outputs were noted on this right atrial (ra) lead. As a lead fracture was suspected, the ra lead was surgically abandoned. The device was electively replaced during the procedure. No additional adverse patient effects were reported.